Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with total protein gen.2 on a cobas c 503 analytical unit. The first sample initially resulted in a total protein value of 47.1 g/l and it repeated as 79.9 g/l. The second sample initially resulted in a total protein value of 44 g/l. The sample was repeated twice, resulting in values of 79.2 g/l and 81.7 g/l.

Manufacturer narrative:
The field service engineer observed a thick gel layer on the outside of the sample probe. The customer was trained to check the probe daily for dirt and to check pre-analytic sample handling if the probe is frequently dirty. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.